Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range pacing impedance measurements and triggered a lead safety switch (lss). Technical services (ts) reviewed the data and confirmed that both rv and right atrial (ra) lead pacing impedances were out of range. Ts recommended further testing in the clinic for unipolar and bipolar configurations. No adverse patient effects were reported. This rv lead remains in service.